Event description:
A cartridge alarm, specifically alarm 20 and 30, was reported. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to load a new cartridge using the correct technique and was able to successfully resume insulin therapy, resolving the issue.